Event description:
During g3 long nail surgery, the surgeon checked the target device and confirmed that the step drill was contacting the nail. The surgeon inserted the step drill while pushing the step drill, and the procedure was completed.

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.